Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of salpingitis ("salpingitis") and dehydration ("which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of alcohol use. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced abdominal pain ("abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side"), tremor ("tremors"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss, misplacing things, inability to read/instantly forgetting sentences read"), proctalgia ("electric shocks/shivers in the sphincter"), musculoskeletal stiffness ("stiffness in the neck to the point of blockage"), hallucination ("hallucinations"), vision blurred ("blurred vision, grey and floating outline around people and objects"), intracranial pressure increased ("cranial pressure"), palpitations ("palpitations including at night"), a first episode of hypoaesthesia ("absence of sensation to touch (face, neck, leg, arms, stomach)"), ear discomfort ("sensation of a blocked ear"), ear pruritus ("itching ears"), trismus ("cramp in the left side of the jaw when chewing"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), balance disorder ("loss of balance"), gait disturbance ("difficulty moving long distances, deviated gait (zigzag pattern)"), fatigue ("chronic fatigue"), muscular weakness ("muscle weakness, dropping things"), throat tightness ("sensation of a tight throat"), chills ("head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine"), sleep disorder ("very disturbed sleep"), pain in extremity ("stabbing and burning pains in arms, legs"), spinal pain ("pain in spine"), tendon disorder ("stiffness in tendons"), tendonitis ("recurrent tendonitis"), paraesthesia ("tingling in face/arms/legs"), a second episode of hypoaesthesia ("numbness in face/arms/legs"), mood swings ("change in personality (discouragement then agitation)"), depressed mood ("discouragement"), agitation ("agitation"), anxiety ("anxiety"), panic attack ("panic attacks"), cognitive disorder ("numerous cognitive disorders, difficulty understanding new information even in a previously mastered area"), disorganised speech ("misuse of words"), stress ("severe stress"), photophobia ("hypersensitivity to light"), hyperacusis ("hypersensitivity to noise"), lacrimation increased ("watery eyes"), micturition urgency ("frequent need to urinate"), dysuria ("difficulty urinating"), urinary incontinence ("bladder weakness"), breast pain ("breast pain"), groin pain ("groin pain/cramp"), renal pain ("kidney pain"), nausea ("nausea"), pain behind eyes ("pain behind the eyes"), pelvic pain ("pelvic pain"), tinnitus ("tinnitus"), oral disorder ("periodic lesions in the mouth"), rhinorrhoea ("runny nose for no reason"), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("vaginal discharge"), vaginal odour ("strange/foul odour"), coital bleeding ("bleeding for 2 days after sexual intercourse"), dyspareunia ("pain for 2 days after sexual intercourse"), eye pain ("tension in the eyes"), musculoskeletal pain ("numerous joint and muscle pains, aggravated after even the slightest physical effort"), swelling of eyelid ("swollen eyelids"), flatulence ("flatulence"), diarrhoea ("diarrhoea") and chillblains ("chilblains"). In 2014 she experienced salpingitis (seriousness criterion medically important), alopecia ("loss of hair") and hemiparesis ("paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side"). An unknown time later she experienced dehydration (seriousness criterion hospitalisation). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain, salpingitis, alopecia, hemiparesis, tremor, disturbance in attention, amnesia, proctalgia, musculoskeletal stiffness, hallucination, vision blurred, intracranial pressure increased, palpitations, the first episode of hypoaesthesia, ear discomfort, ear pruritus, trismus, dizziness, feeling drunk, balance disorder, gait disturbance, fatigue, muscular weakness, throat tightness, chills, sleep disorder, pain in extremity, spinal pain, tendon disorder, tendonitis, paraesthesia, the second episode of hypoaesthesia, mood swings, depressed mood, agitation, anxiety, panic attack, cognitive disorder, disorganised speech, stress, photophobia, lacrimation increased, hyperacusis, micturition urgency, dysuria, urinary incontinence, breast pain, groin pain, renal pain, nausea, pain behind eyes, pelvic pain, tinnitus, oral disorder, rhinorrhoea, heavy menstrual bleeding, vaginal discharge, coital bleeding, dyspareunia, vaginal odour, eye pain, musculoskeletal pain, swelling of eyelid, flatulence, diarrhoea, dehydration or chillblains. The reporter commented: known health problems since early 2013. Numerous symptoms and health incidents since implantation. Increased symptoms during alcohol consumption and menstruation. Doctor-hopping, various diagnoses. Current patient status was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 28-sep-2023. The most recent information was received on 04-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingitis ("salpingitis") and dehydration ("which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of weight gain, dizziness, jaw cramp, paralysis, hemiplegia, hallucinations, metrorrhagia, tachycardia, concentration loss, concentration loss, panic attack, hypersensitivity, migraine, restlessness, olfactory hallucination, weakness generalised, asthenia, fatigue, tremor and alcohol use. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced abdominal pain ("abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side"), tremor ("tremors"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss, misplacing things, inability to read/instantly forgetting sentences read"), proctalgia ("electric shocks/shivers in the sphincter"), musculoskeletal stiffness ("stiffness in the neck to the point of blockage"), hallucination ("hallucinations"), vision blurred ("blurred vision, grey and floating outline around people and objects"), intracranial pressure increased ("cranial pressure"), palpitations ("palpitations including at night"), a first episode of hypoaesthesia ("absence of sensation to touch (face, neck, leg, arms, stomach)"), ear discomfort ("sensation of a blocked ear"), ear pruritus ("itching ears"), trismus ("cramp in the left side of the jaw when chewing"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), balance disorder ("loss of balance"), gait disturbance ("difficulty moving long distances, deviated gait (zigzag pattern)"), fatigue ("chronic fatigue"), muscular weakness ("muscle weakness, dropping things"), throat tightness ("sensation of a tight throat"), chills ("head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine"), sleep disorder ("very disturbed sleep"), pain in extremity ("stabbing and burning pains in arms, legs"), spinal pain ("pain in spine"), tendon disorder ("stiffness in tendons"), tendonitis ("recurrent tendonitis"), paraesthesia ("tingling in face/arms/legs"), a second episode of hypoaesthesia ("numbness in face/arms/legs"), mood swings ("change in personality (discouragement then agitation)"), discouragement ("discouragement"), agitation ("agitation"), anxiety ("anxiety"), panic attack ("panic attacks"), cognitive disorder ("numerous cognitive disorders, difficulty understanding new information even in a previously mastered area"), disorganised speech ("misuse of words"), stress ("severe stress"), photophobia ("hypersensitivity to light"), hyperacusis ("hypersensitivity to noise"), lacrimation increased ("watery eyes"), micturition urgency ("frequent need to urinate"), dysuria ("difficulty urinating"), urinary incontinence ("bladder weakness"), breast pain ("breast pain"), groin pain ("groin pain/cramp"), renal pain ("kidney pain"), nausea ("nausea"), eye pain ("pain behind the eyes"), pelvic pain ("pelvic pain"), tinnitus ("tinnitus"), oral disorder ("periodic lesions in the mouth"), rhinorrhoea ("runny nose for no reason"), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("vaginal discharge"), vaginal odour ("strange/foul odour"), coital bleeding ("bleeding for 2 days after sexual intercourse"), dyspareunia ("pain for 2 days after sexual intercourse"), ocular discomfort ("tension in the eyes"), arthralgia ("numerous joint and muscle pains, aggravated after even the slightest physical effort"), swelling of eyelid ("swollen eyelids"), flatulence ("flatulence"), diarrhoea ("diarrhoea") and chillblains ("chilblains"). In 2014 she experienced salpingitis (seriousness criterion medically important), alopecia ("loss of hair") and hemiparesis ("paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side"). On unknown date she experienced dehydration (seriousness criterion hospitalisation). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain, salpingitis, alopecia, hemiparesis, tremor, disturbance in attention, amnesia, proctalgia, musculoskeletal stiffness, hallucination, vision blurred, intracranial pressure increased, palpitations, the first episode of hypoaesthesia, ear discomfort, ear pruritus, trismus, dizziness, feeling drunk, balance disorder, gait disturbance, fatigue, muscular weakness, throat tightness, chills, sleep disorder, pain in extremity, spinal pain, tendon disorder, tendonitis, paraesthesia, the second episode of hypoaesthesia, mood swings, discouragement, agitation, anxiety, panic attack, cognitive disorder, disorganised speech, stress, photophobia, lacrimation increased, hyperacusis, micturition urgency, dysuria, urinary incontinence, breast pain, groin pain, renal pain, nausea, eye pain, pelvic pain, tinnitus, oral disorder, rhinorrhoea, heavy menstrual bleeding, vaginal discharge, coital bleeding, dyspareunia, vaginal odour, ocular discomfort, arthralgia, swelling of eyelid, flatulence, diarrhoea, dehydration or chillblains. The reporter commented: known health problems since early 2013. Numerous symptoms and health incidents since implantation. Increased symptoms during alcohol consumption and menstruation. Doctor-hopping, various diagnoses. Current patient status was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2024: patient details updated, new reporter added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Salpingitis [salpingitis] which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration [dehydration] she experienced violent vertigo [vertigo] abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side [abdominal pain localised] loss of hair [hair loss] paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side [hemiparesis (left)] tremors / she also had trembling [tremor] difficulty concentrating [concentration impairment] memory loss, misplacing things, inability to read/instantly forgetting sentences read [memory loss] electric shocks/shivers in the sphincter [anal pain] stiffness in the neck to the point of blockage [neck stiffness] hallucinations [hallucinations] blurred vision, grey and floating outline around people and objects [blurry vision] cranial pressure [increased intracranial pressure] palpitations including at night [palpitations] absence of sensation to touch (face, neck, leg, arms, stomach) [numbness] sensation of a blocked ear [sensation of block in ear] itching ears [ear pruritus] cramp in the left side of the jaw when chewing [jaw cramp] dizziness [dizziness] feeling of drunkenness [drunkenness feeling of] loss of balance [loss of balance] difficulty moving long distances, deviated gait (zigzag pattern) [gait disorder] chronic fatigue [chronic fatigue] muscle weakness, dropping things [muscle weakness] sensation of a tight throat [throat tightness] head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine [shivers] very disturbed sleep [sleep disturbance] stabbing and burning pains in arms, legs [pain of extremities] pain in spine [pain in spine] stiffness in tendons [tendon disorder] recurrent tendonitis [tendonitis] tingling in face/arms/legs / she also had tingling on the left side of their body [tingling] numbness in face/arms/legs [numbness] change in personality (discouragement then agitation) [mood swings] discouragement [discouragement] agitation [agitation] anxiety [anxiety] panic attacks [panic attacks] numerous cognitive disorders, difficulty understanding new information even in a previously mastered area [cognitive impairment] misuse of words [word salad] severe stress [stress] hypersensitivity to light [photophobia] hypersensitivity to noise [sound sensitivity increased] watery eyes [watering eyes] frequent need to urinate [urgency urination] difficulty urinating [urination difficulty] bladder weakness [bladder incontinence] breast pain [breast pain] groin pain/cramp [groin pain] kidney pain [kidney pain] nausea [nausea] pain behind the eyes [pain behind eyes] pelvic pain [pelvic pain female] tinnitus [tinnitus] periodic lesions in the mouth [oral lesion] runny nose for no reason [runny nose] haemorrhagic periods [heavy periods] vaginal discharge [vaginal discharge] strange/foul odour [vaginal odor] bleeding for 2 days after sexual intercourse [post coital bleeding] pain for 2 days after sexual intercourse [dyspareunia] tension in the eyes [eye discomfort] numerous joint and muscle pains, aggravated after even the slightest physical effort [arthromyalgia] swollen eyelids [swollen eyelid] flatulence [flatulence] diarrhoea [diarrhoea] chilblains [chilblains] the patient experienced a malaise at work with engorgements on the left side, almost leading to paralysis [malaise] paralysis [paralysis] feeling of weakness [feelings of weakness] a sensation of pressure in her left ear like in altitude [sensation of pressure in ear] cortisol rate was increased [cortisol increased] loss of weight 10 kg [weight loss] she had pain in the left upper limb like a squeezing in a vice [pain in arm] left hemi corporal hypoesthesia [hemihypoesthesia] dysarthria [dysarthria] she had seborrheic scalp [seborrhea capitis] blurred vision [blurred vision] phase 3 lyme disease [lyme disease] fibroma [fibroma] diarrhea [diarrhea] cutaneous lesion [skin lesion] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingitis ("salpingitis"), dehydration ("which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration") and vertigo ("she experienced violent vertigo") in a 49-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of weight gain, dizziness, jaw cramp, paralysis, hemiplegia, hallucinations, metrorrhagia, tachycardia, concentration loss, concentration loss, panic attack, hypersensitivity, migraine, restlessness, olfactory hallucination, weakness generalised, asthenia, fatigue, tremor and alcohol use. Concomitant products included lactibiane (bifidobacterium longum, lactobacillus acidophilus, streptococcus lactis, streptococcus thermophilus), cymbalta (duloxetine hydrochloride), rifamycine (rifamycin sodium), clarithromycine hcs, lactibiane imedia (bifidobacterium longum, lactobacillus helveticus, streptococcus lactis, streptococcus thermophilus), amoxicilline (amoxicillin trihydrate), roxithromycine, tetralysal (lymecycline) and spiramycine biogaran. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced abdominal pain ("abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side"), tremor ("tremors / she also had trembling"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss, misplacing things, inability to read/instantly forgetting sentences read"), proctalgia ("electric shocks/shivers in the sphincter"), musculoskeletal stiffness ("stiffness in the neck to the point of blockage"), hallucination ("hallucinations"), blurry vision ("blurred vision, grey and floating outline around people and objects"), intracranial pressure increased ("cranial pressure"), palpitations ("palpitations including at night"), a first episode of hypoaesthesia ("absence of sensation to touch (face, neck, leg, arms, stomach)"), sensation of block in ear ("sensation of a blocked ear"), ear pruritus ("itching ears"), trismus ("cramp in the left side of the jaw when chewing"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), balance disorder ("loss of balance"), gait disturbance ("difficulty moving long distances, deviated gait (zigzag pattern)"), fatigue ("chronic fatigue"), muscular weakness ("muscle weakness, dropping things"), throat tightness ("sensation of a tight throat"), chills ("head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine"), sleep disorder ("very disturbed sleep"), pain of extremities ("stabbing and burning pains in arms, legs"), spinal pain ("pain in spine"), tendon disorder ("stiffness in tendons"), tendonitis ("recurrent tendonitis"), paraesthesia ("tingling in face/arms/legs / she also had tingling on the left side of their body"), a second episode of hypoaesthesia ("numbness in face/arms/legs"), mood swings ("change in personality (discouragement then agitation)"), discouragement ("discouragement"), agitation ("agitation"), anxiety ("anxiety"), panic attack ("panic attacks"), cognitive disorder ("numerous cognitive disorders, difficulty understanding new information even in a previously mastered area"), disorganised speech ("misuse of words"), stress ("severe stress"), photophobia ("hypersensitivity to light"), hyperacusis ("hypersensitivity to noise"), lacrimation increased ("watery eyes"), micturition urgency ("frequent need to urinate"), dysuria ("difficulty urinating"), urinary incontinence ("bladder weakness"), breast pain ("breast pain"), groin pain ("groin pain/cramp"), renal pain ("kidney pain"), nausea ("nausea"), eye pain ("pain behind the eyes"), pelvic pain ("pelvic pain"), tinnitus ("tinnitus"), oral disorder ("periodic lesions in the mouth"), rhinorrhoea ("runny nose for no reason"), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("vaginal discharge"), vaginal odour ("strange/foul odour"), coital bleeding ("bleeding for 2 days after sexual intercourse"), dyspareunia ("pain for 2 days after sexual intercourse"), ocular discomfort ("tension in the eyes"), arthralgia ("numerous joint and muscle pains, aggravated after even the slightest physical effort"), swelling of eyelid ("swollen eyelids"), flatulence ("flatulence"), diarrhoea ("diarrhoea") and chillblains ("chilblains"). On (B)(6) 2014 she experienced malaise ("the patient experienced a malaise at work with engorgements on the left side, almost leading to paralysis"). In 2014 she experienced salpingitis (seriousness criteria medically important and intervention required), alopecia ("loss of hair") and hemiparesis ("paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side"). Essure was removed on (B)(6)2024. On unknown date she experienced dehydration (seriousness criterion hospitalisation), vertigo (seriousness criterion hospitalisation), paralysis ("paralysis"), asthenia (" feeling of weakness"), sensation of pressure in ear ("a sensation of pressure in her left ear like in altitude"), pain in arm ("she had pain in the left upper limb like a squeezing in a vice"), hemihypoaesthesia ("left hemi corporal hypoesthesia"), dysarthria ("dysarthria"), seborrhoea ("she had seborrheic scalp"), blurred vision ("blurred vision"), lyme disease ("phase 3 lyme disease"), diarrhea ("diarrhea") and skin lesion ("cutaneous lesion") and was found to have cortisol increased ("cortisol rate was increased"), weight decreased ("loss of weight 10 kg") and fibroma ("fibroma"). The patient was treated with laroxyl (amitriptyline hydrochloride) and fungizone (amphotericin b) as well as surgery (total hysterectomy with essure removal). At the time of the report, the alopecia, amnesia, blurred vision, diarrhea and skin lesion were resolving. The outcomes for vertigo, feeling drunk, paraesthesia, malaise, paralysis, asthenia, ear discomfort, cortisol increased, pain in extremity, hemihypoaesthesia, dysarthria, seborrhoea, lyme disease and fibroma were unknown. The reporter considered asthenia, cortisol increased, diarrhea, dysarthria, sensation of pressure in ear, fibroma, hemihypoaesthesia, lyme disease, malaise, pain in arm, paralysis, seborrhoea, skin lesion, vertigo, blurred vision and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, salpingitis, alopecia, hemiparesis, tremor, disturbance in attention, amnesia, proctalgia, musculoskeletal stiffness, hallucination, blurry vision, intracranial pressure increased, palpitations, the first episode of hypoaesthesia, sensation of block in ear, ear pruritus, trismus, dizziness, feeling drunk, balance disorder, gait disturbance, fatigue, muscular weakness, throat tightness, chills, sleep disorder, pain of extremities, spinal pain, tendon disorder, tendonitis, paraesthesia, the second episode of hypoaesthesia, mood swings, discouragement, agitation, anxiety, panic attack, cognitive disorder, disorganised speech, stress, photophobia, lacrimation increased, hyperacusis, micturition urgency, dysuria, urinary incontinence, breast pain, groin pain, renal pain, nausea, eye pain, pelvic pain, tinnitus, oral disorder, rhinorrhoea, heavy menstrual bleeding, vaginal discharge, coital bleeding, dyspareunia, vaginal odour, ocular discomfort, arthralgia, swelling of eyelid, flatulence, diarrhoea, dehydration or chillblains. The reporter commented: known health problems since early 2013. Numerous symptoms and health incidents since implantation. Increased symptoms during alcohol consumption and menstruation. Doctor-hopping, various diagnoses. Current patient status was not reported. On (B)(6) 2024: consultation with the gynecologist who realized the essure removal. Decrease in her symptoms with less diarrhea, hair regrowth, disappearance of some cutaneous lesions, memory improvement and less ocular disbarment. She always has chronic fatigue and lumbar pain a medullar MRI is planned for the assessment of the pancreatic lesion. The physician states that in (B)(6) 2024, chrome was pretty absent in her urines and the rate of nickel was low. Perineal reeducation was prescribed to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Magnetic resonance imaging] (date unknown): normal [mammogram] on (B)(6) 2024: no anomaly, breast of type b density, bilateral bi-rads 2 classification. [Scan brain] on (B)(6) 2014: normal [ultrasound abdomen] on (B)(6) 2020: no anomaly (no cholelithiasis or pancreatic anomaly) [urine analysis] on (B)(6)2024: chrome 0.42 g/l (0.23 g/g of creatinine, median: 0.38 g/g (interquartile range: 0.20-0.60) for patients with essure, 0.35 g/g (interquartile range: 0.19-0.53) for patients without essure). Nickel: 0.9 g/l (0.49 g/g of creatinine, median: 2.06 g/g (interquartile range: 1.54-2.99) for patients with essure, 2.27 g/g (interquartile range: 1.60-3.27) for patients without essure) [x-ray] on (B)(6) 2024: no visualization of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events malaise, paralysis, asthenia, vertigo, ear discomfort, cortisol increased, weight decreased, pain in extremity, hemihyposthesia, dysarthria, seborrhea, vision blurred, lyme disease, fibroma, diarrhea, skin lesion, are added. Concomitant & treatment drugs were added. Lab data added. Patient, product & reporter information updated. Essure removal date & surgery details updated. Action taken with drug added. Event updated to recovering resolving. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of salpingitis ("salpingitis") and dehydration ("which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of alcohol use. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced abdominal pain ("abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side"), tremor ("tremors"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss, misplacing things, inability to read/instantly forgetting sentences read"), proctalgia ("electric shocks/shivers in the sphincter"), musculoskeletal stiffness ("stiffness in the neck to the point of blockage"), hallucination ("hallucinations"), vision blurred ("blurred vision, grey and floating outline around people and objects"), intracranial pressure increased ("cranial pressure"), palpitations ("palpitations including at night"), a first episode of hypoaesthesia ("absence of sensation to touch (face, neck, leg, arms, stomach)"), ear discomfort ("sensation of a blocked ear"), ear pruritus ("itching ears"), trismus ("cramp in the left side of the jaw when chewing"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), balance disorder ("loss of balance"), gait disturbance ("difficulty moving long distances, deviated gait (zigzag pattern)"), fatigue ("chronic fatigue"), muscular weakness ("muscle weakness, dropping things"), throat tightness ("sensation of a tight throat"), chills ("head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine"), sleep disorder ("very disturbed sleep"), pain in extremity ("stabbing and burning pains in arms, legs"), spinal pain ("pain in spine"), tendon disorder ("stiffness in tendons"), tendonitis ("recurrent tendonitis"), paraesthesia ("tingling in face/arms/legs"), a second episode of hypoaesthesia ("numbness in face/arms/legs"), mood swings ("change in personality (discouragement then agitation)"), depressed mood ("discouragement"), agitation ("agitation"), anxiety ("anxiety"), panic attack ("panic attacks"), cognitive disorder ("numerous cognitive disorders, difficulty understanding new information even in a previously mastered area"), disorganised speech ("misuse of words"), stress ("severe stress"), photophobia ("hypersensitivity to light"), hyperacusis ("hypersensitivity to noise"), lacrimation increased ("watery eyes"), micturition urgency ("frequent need to urinate"), dysuria ("difficulty urinating"), urinary incontinence ("bladder weakness"), breast pain ("breast pain"), groin pain ("groin pain/cramp"), renal pain ("kidney pain"), nausea ("nausea"), eye pain ("pain behind the eyes"), pelvic pain ("pelvic pain"), tinnitus ("tinnitus"), oral disorder ("periodic lesions in the mouth"), rhinorrhoea ("runny nose for no reason"), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("vaginal discharge"), vaginal odour ("strange/foul odour"), coital bleeding ("bleeding for 2 days after sexual intercourse"), dyspareunia ("pain for 2 days after sexual intercourse"), ocular discomfort ("tension in the eyes"), musculoskeletal pain ("numerous joint and muscle pains, aggravated after even the slightest physical effort"), swelling of eyelid ("swollen eyelids"), flatulence ("flatulence"), diarrhoea ("diarrhoea") and chillblains ("chilblains"). In (B)(6) 2014 she experienced salpingitis (seriousness criterion medically important), alopecia ("loss of hair") and hemiparesis ("paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side"). An unknown time later she experienced dehydration (seriousness criterion hospitalisation). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain, salpingitis, alopecia, hemiparesis, tremor, disturbance in attention, amnesia, proctalgia, musculoskeletal stiffness, hallucination, vision blurred, intracranial pressure increased, palpitations, the first episode of hypoaesthesia, ear discomfort, ear pruritus, trismus, dizziness, feeling drunk, balance disorder, gait disturbance, fatigue, muscular weakness, throat tightness, chills, sleep disorder, pain in extremity, spinal pain, tendon disorder, tendonitis, paraesthesia, the second episode of hypoaesthesia, mood swings, depressed mood, agitation, anxiety, panic attack, cognitive disorder, disorganised speech, stress, photophobia, lacrimation increased, hyperacusis, micturition urgency, dysuria, urinary incontinence, breast pain, groin pain, renal pain, nausea, eye pain, pelvic pain, tinnitus, oral disorder, rhinorrhoea, heavy menstrual bleeding, vaginal discharge, coital bleeding, dyspareunia, vaginal odour, ocular discomfort, musculoskeletal pain, swelling of eyelid, flatulence, diarrhoea, dehydration or chillblains. The reporter commented: known health problems since early (B)(6) 2013. Numerous symptoms and health incidents since implantation. Increased symptoms during alcohol consumption and menstruation. Doctor-hopping, various diagnoses. Current patient status was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Salpingitis [salpingitis], which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration [dehydration], she experienced violent vertigo [vertigo], abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side [abdominal pain localised], loss of hair [hair loss], paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side [hemiparesis (left)], tremors / she also had trembling [tremor], difficulty concentrating [concentration impairment], memory loss, misplacing things, inability to read/instantly forgetting sentences read [memory loss] , electric shocks/shivers in the sphincter [anal pain] , stiffness in the neck to the point of blockage [neck stiffness], hallucinations [hallucinations], blurred vision, grey and floating outline around people and objects [blurry vision], cranial pressure [increased intracranial pressure], palpitations including at night [palpitations] , absence of sensation to touch (face, neck, leg, arms, stomach) [numbness], sensation of a blocked ear [sensation of block in ear], itching ears [ear pruritus], cramp in the left side of the jaw when chewing [jaw cramp] , dizziness [dizziness], feeling of drunkenness [drunkenness feeling of] , loss of balance [loss of balance], difficulty moving long distances, deviated gait (zigzag pattern) [gait disorder], chronic fatigue [chronic fatigue] , muscle weakness, dropping things [muscle weakness] , sensation of a tight throat [throat tightness], head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine [shivers] , very disturbed sleep [sleep disturbance] , stabbing and burning pains in arms, legs [pain of extremities], pain in spine [pain in spine] , stiffness in tendons [tendon disorder] , recurrent tendonitis [tendonitis], tingling in face/arms/legs / she also had tingling on the left side of their body [tingling], numbness in face/arms/legs [numbness] , change in personality (discouragement then agitation) [mood swings], discouragement [discouragement] , agitation [agitation] , anxiety [anxiety], panic attacks [panic attacks] , numerous cognitive disorders, difficulty understanding new information even in a previously mastered area [cognitive impairment], misuse of words [word salad], severe stress [stress] , hypersensitivity to light [photophobia] , hypersensitivity to noise [sound sensitivity increased] , watery eyes [watering eyes], frequent need to urinate [urgency urination] , difficulty urinating [urination difficulty] , bladder weakness [bladder incontinence], breast pain [breast pain] , groin pain/cramp [groin pain], kidney pain [kidney pain] , nausea [nausea] , pain behind the eyes [pain behind eyes] , pelvic pain [pelvic pain female] , tinnitus [tinnitus] , periodic lesions in the mouth [oral lesion] , runny nose for no reason [runny nose] , haemorrhagic periods [heavy periods] , vaginal discharge [vaginal discharge] , strange/foul odour [vaginal odor] , bleeding for 2 days after sexual intercourse [post coital bleeding], pain for 2 days after sexual intercourse [dyspareunia] , tension in the eyes [eye discomfort] , numerous joint and muscle pains, aggravated after even the slightest physical effort [arthromyalgia], swollen eyelids [swollen eyelid] , flatulence [flatulence] , diarrhoea [diarrhoea], chilblains [chilblains] , the patient experienced a malaise at work with engorgements on the left side, almost leading to paralysis [malaise], paralysis [paralysis] , feeling of weakness [feelings of weakness] , a sensation of pressure in her left ear like in altitude [sensation of pressure in ear] , cortisol rate was increased [cortisol increased], loss of weight 10 kg [weight loss] , she had pain in the left upper limb like a squeezing in a vice [pain in arm], left hemi corporal hypoesthesia [hemihypoesthesia] , dysarthria [dysarthria] , she had seborrheic scalp [seborrhea capitis] , blurred vision [blurred vision], phase 3 lyme disease [lyme disease] , fibroma [fibroma], diarrhea [diarrhea], cutaneous lesion [skin lesion], she experienced numerous symptoms including left-sided paresthesia [hemiparesthesia], unsteadiness when walking [unsteady gait], concentration disorders [concentration impairment] , faintness [felt faint] , a feeling of heaviness in the limbs [heaviness in limbs] , intolerance with essure [device intolerance] , digestive symptoms [digestion impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-sep-2023. The most recent information was received on 25-apr-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of salpingitis ("salpingitis"), dehydration ("which led to morbid dehydration within 4 hours, requiring emergency hospitalisation and 10 days of rehydration") and vertigo ("she experienced violent vertigo") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of weight gain, dizziness, jaw cramp, paralysis, hemiplegia, hallucinations, metrorrhagia, tachycardia, concentration loss, concentration loss, panic attack, hypersensitivity, migraine, restlessness, olfactory hallucination, weakness generalised, asthenia, fatigue, tremor and alcohol use. Previously administered products included: oral contraceptive nos and copper iud. As concurrent condition the report mentioned parity 1. Concomitant products included lactibiane (bifidobacterium longum, lactobacillus acidophilus, streptococcus lactis, streptococcus thermophilus), cymbalta (duloxetine hydrochloride), rifamycine (rifamycin sodium), clarithromycine hcs, lactibiane imedia (bifidobacterium longum, lactobacillus helveticus, streptococcus lactis, streptococcus thermophilus), amoxicilline (amoxicillin trihydrate), roxithromycine, tetralysal (lymecycline) and spiramycine biogaran. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced abdominal pain ("abdominal pain, feeling of permanent side stitch, pain on left flank, to touch and internally, with inability to lie on the left side"), tremor ("tremors / she also had trembling"), a first episode of disturbance in attention ("difficulty concentrating"), amnesia ("memory loss, misplacing things, inability to read/instantly forgetting sentences read"), proctalgia ("electric shocks/shivers in the sphincter"), musculoskeletal stiffness ("stiffness in the neck to the point of blockage"), hallucination ("hallucinations"), blurry vision ("blurred vision, grey and floating outline around people and objects"), intracranial pressure increased ("cranial pressure"), palpitations ("palpitations including at night"), a first episode of hypoaesthesia ("absence of sensation to touch (face, neck, leg, arms, stomach)"), sensation of block in ear ("sensation of a blocked ear"), ear pruritus ("itching ears"), trismus ("cramp in the left side of the jaw when chewing"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), balance disorder ("loss of balance"), gait disorder ("difficulty moving long distances, deviated gait (zigzag pattern)"), fatigue ("chronic fatigue"), muscular weakness ("muscle weakness, dropping things"), throat tightness ("sensation of a tight throat"), chills ("head shivers, very disturbed sleep, stabbing and burning pains in arms, legs, and spine"), sleep disorder ("very disturbed sleep"), pain of extremities ("stabbing and burning pains in arms, legs"), spinal pain ("pain in spine"), tendon disorder ("stiffness in tendons"), tendonitis ("recurrent tendonitis"), paraesthesia ("tingling in face/arms/legs / she also had tingling on the left side of their body"), a second episode of hypoaesthesia ("numbness in face/arms/legs"), mood swings ("change in personality (discouragement then agitation)"), discouragement ("discouragement"), agitation ("agitation"), anxiety ("anxiety"), panic attack ("panic attacks"), cognitive disorder ("numerous cognitive disorders, difficulty understanding new information even in a previously mastered area"), disorganised speech ("misuse of words"), stress ("severe stress"), photophobia ("hypersensitivity to light"), hyperacusis ("hypersensitivity to noise"), lacrimation increased ("watery eyes"), micturition urgency ("frequent need to urinate"), dysuria ("difficulty urinating"), urinary incontinence ("bladder weakness"), breast pain ("breast pain"), groin pain ("groin pain/cramp"), renal pain ("kidney pain"), nausea ("nausea"), eye pain ("pain behind the eyes"), pelvic pain ("pelvic pain"), tinnitus ("tinnitus"), oral disorder ("periodic lesions in the mouth"), rhinorrhoea ("runny nose for no reason"), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("vaginal discharge"), vaginal odour ("strange/foul odour"), coital bleeding ("bleeding for 2 days after sexual intercourse"), dyspareunia ("pain for 2 days after sexual intercourse"), ocular discomfort ("tension in the eyes"), arthralgia ("numerous joint and muscle pains, aggravated after even the slightest physical effort"), swelling of eyelid ("swollen eyelids"), flatulence ("flatulence"), diarrhoea ("diarrhoea"), chillblains ("chilblains"), hemiparaesthesia ("she experienced numerous symptoms including left-sided paresthesia"), unsteady gait ("unsteadiness when walking"), a second episode of disturbance in attention ("concentration disorders"), felt faint ("faintness") and limb discomfort ("a feeling of heaviness in the limbs"). On (B)(6) 2014 she experienced malaise ("the patient experienced a malaise at work with engorgements on the left side, almost leading to paralysis"). In 2014 she experienced salpingitis (seriousness criteria medically important and intervention required), alopecia ("loss of hair") and hemiparesis ("paralysis of the left side of the body, paralysis of the face and leg, sensation of the jaw being pulled down on the left side"). On (B)(6) 2023 she experienced device intolerance ("intolerance with essure"). On unknown date she experienced dehydration (seriousness criterion hospitalisation), vertigo (seriousness criterion hospitalisation), paralysis ("paralysis"), asthenia (" feeling of weakness"), sensation of pressure in ear ("a sensation of pressure in her left ear like in altitude"), pain in arm ("she had pain in the left upper limb like a squeezing in a vice"), hemihypoaesthesia ("left hemi corporal hypoesthesia"), dysarthria ("dysarthria"), seborrhoea ("she had seborrheic scalp"), blurred vision ("blurred vision"), lyme disease ("phase 3 lyme disease"), diarrhea ("diarrhea"), skin lesion ("cutaneous lesion") and dyspepsia ("digestive symptoms") and was found to have cortisol increased ("cortisol rate was increased"), weight decreased ("loss of weight 10 kg") and fibroma ("fibroma"). The patient was treated with laroxyl (amitriptyline hydrochloride) and fungizone (amphotericin b) as well as surgery (total hysterectomy with essure removal). Essure was removed on (B)(6) 2024. At the time of the report, the alopecia, latest episode of disturbance in attention, amnesia, blurred vision, diarrhea and skin lesion were resolving and the dyspepsia had resolved. The outcomes for vertigo, feeling drunk, paraesthesia, malaise, paralysis, asthenia, ear discomfort, cortisol increased, pain in extremity, hemihypoaesthesia, dysarthria, seborrhoea, lyme disease, fibroma, hemiparaesthesia, gait disturbance, dizziness, limb discomfort and device intolerance were unknown. The reporter considered asthenia, cortisol increased, device intolerance, diarrhea, the second episode of disturbance in attention, felt faint, dysarthria, dyspepsia, sensation of pressure in ear, fibroma, unsteady gait, hemihypoaesthesia, hemiparaesthesia, limb discomfort, lyme disease, malaise, pain in arm, paralysis, seborrhoea, skin lesion, vertigo, blurred vision and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, salpingitis, alopecia, hemiparesis, tremor, the first episode of disturbance in attention, amnesia, proctalgia, musculoskeletal stiffness, hallucination, blurry vision, intracranial pressure increased, palpitations, the first episode of hypoaesthesia, sensation of block in ear, ear pruritus, trismus, dizziness, feeling drunk, balance disorder, gait disorder, fatigue, muscular weakness, throat tightness, chills, sleep disorder, pain of extremities, spinal pain, tendon disorder, tendonitis, paraesthesia, the second episode of hypoaesthesia, mood swings, discouragement, agitation, anxiety, panic attack, cognitive disorder, disorganised speech, stress, photophobia, lacrimation increased, hyperacusis, micturition urgency, dysuria, urinary incontinence, breast pain, groin pain, renal pain, nausea, eye pain, pelvic pain, tinnitus, oral disorder, rhinorrhoea, heavy menstrual bleeding, vaginal discharge, coital bleeding, dyspareunia, vaginal odour, ocular discomfort, arthralgia, swelling of eyelid, flatulence, diarrhoea, dehydration or chillblains. The reporter commented: known health problems since early 2013. Numerous symptoms and health incidents since implantation. Increased symptoms during alcohol consumption and menstruation. Doctor-hopping, various diagnoses. Current patient status was not reported. On (B)(6) 2024: consultation with the gynecologist who realized the essure removal. Decrease in her symptoms with less diarrhea, hair regrowth, disappearance of some cutaneous lesions, memory improvement and less ocular disbarment. She always has chronic fatigue and lumbar pain a medullar MRI is planned for the assessment of the pancreatic lesion. The physician states that in (B)(6) 2024, chrome was pretty absent in her urines and the rate of nickel was low. Perineal reeducation was prescribed to the patient. No difficulty no causal link established between the symptoms developed by the patient and the placement of essure implants. From 2013 to 2023, several examinations and imaging were performed (several brain and spinal cord mris, lumbar puncture, laboratory tests, brain and cervical mris, cerebral CT angiography, several abdominopelvic ultrasounds, electromyograms) without establishing any diagnosis. The diagnosis of lyme disease was considered and then ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Magnetic resonance imaging] (date unknown): normal [mammogram] on (B)(6) 2024: no anomaly, breast of type b density, bilateral bi-rads 2 classifications [scan brain] on (B)(6) 2014: normal. [Ultrasound abdomen] on (B)(6) 2020: no anomaly (no cholelithiasis or pancreatic anomaly). [Urine analysis] on (B)(6) 2023: chromium level in uterine tubes (in contact with essure): 1.55 g/g , 11.38 (median). Nickel level in uterine tubes (in contact with essure) 0.54 g/g 4.18 (median) tin level in uterine tubes (in contact with essure) 0.82 g/g 4.66 (median); on (B)(6) 2024: chrome 0.42 g/l (0.23 g/g of creatinine, median: 0.38g/g (interquartile range: 0.20-0.60) for patients with essure, 0.35 g/g (interquartile range: 0.19-0.53) for patients without essure). Nickel: 0.9 g/l (0.49 g/g of creatinine, median: 2.06 g/g (interquartile range: 1.54-2.99) for patients with essure, 2.27 g/g (interquartile range: 1.60-3.27) for patients without essure). [X-ray] on (B)(6) 2024: no visualization of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2025: medical record received. New events paresthesia , unsteadiness when walking , concentration disorders , a feeling of faintness , feeling of heaviness in the limbs, device intolerance were added. Event outcome updated. Reporter causality comment updated. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.